Event description:
It was reported that the customer received a check settings alarms after programming the time and date before a rewind on a her insulin pump. The customer received another check settings alarm after delivering a bolus. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the the second alarm occurred when she updated the date and time during a bolus. Advised that the check settings alarm would always occur after setting the date and time on a new insulin pump while in training mode. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.